Event description:
It was reported that episodes of non-sustained right ventricular oversensing were observed due to myopotential oversensing. The oversensing was reproducible with testing. The device was reprogrammed. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.